Manufacturer narrative:
(B)(4). The name of the adverse event that the patient experienced changed from suspicion of bleeding to suspicion of intra abdominal bleeding on (B)(6). In regards to device deficiency, it was discovered that after the laparoscopy, there was no bleeding and no hematoma and after the gastroscopy, there was no bleeding, but some hematoma. On (B)(6), the name of this adverse event changed to intra abdominal bleeding. There are no other changes to this clinical trial patient.

Manufacturer narrative:
(B)(4). To address the intra abdominal bleeding, it was discovered that in addition to the surgical intervention (diagnostic laparoscopy) and the endoscopic management (diagnostic gastroscopy), a blood transfusion was also required. No other additional information was received.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, the surgeon suspected bleeding. Surgical intervention was required as the surgeon performed a diagnostic laparoscopy and diagnostic gastroscopy as well. After the diagnostic laparoscopy, it was discovered that there was no bleeding and no haematoma and after the gastroscopy, the surgeon found that there was no bleeding but there was some haematoma.